Event description:
It was reported that the universal modular electric/battery double trigger handpiece was securely mounted with the oscillating saw attachment 89-8509-450-60, sn (B)(4). The saw had been activated and the black part of the attachment was spinning (rotating) axially. The surgeon was able to finish the procedure by manual fixation of the moving part. By the end of the surgery the attachment's spinning action disappeared. The handpiece inspection after cleaning showed a deformity of the distal part at attachment connector's site and residuals at the battery connecting interface. There was no pt harm or delay reported, and the procedure was completed with an alternate device.

Manufacturer narrative:
The device was returned to the manufacturer; however, the investigation was not completed at the time of this report. A follow up medwatch will be submitted once the investigation is complete.